Event description:
It was reported that on (B)(6) 2023, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant with a 14f amplatzer amulet delivery sheath. During procedure, there was resistance noted when progressing or advancing the dilator sheath into the delivery sheath. It was then noted the dilator tip had tore the tip of the delivery system. A decision was made to remove the delivery system and replace with a second 14f amplatzer amulet delivery sheath. The 31mm amplatzer amulet was successfully implanted. There was no clinically significant delay in the procedure due to this event and the patient remained hemodynamically stable throughout the procedure. It was reported there was no adverse patient effects.

Manufacturer narrative:
An event of dilator tip had tore the tip of the delivery system was reported. It was also reported that there was resistance noted when advancing the dilator sheath into the delivery sheath. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined, however the damage was possibly from the resistance noted when advancing the dilator. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
An event of dilator tip had tore the tip of the delivery system was reported. It was also reported that there was resistance noted when advancing the dilator sheath into the delivery sheath. The investigation found the tip of dilator was deformed and damaged split when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. The cause of the split at the tip of dilator could not be conclusively determined, however could possibly be from the resistance noted when advancing the dilator. Abbott is performing further investigation to monitor this issue.

Event description:
It was reported that on (B)(6) 2023, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant with a 14f amplatzer amulet delivery sheath. During procedure, there was resistance noted when progressing or advancing the dilator sheath into the delivery sheath. It was then noted the dilator tip had tore the tip of the delivery system. A decision was made to remove the delivery system and replace with a second 14f amplatzer amulet delivery sheath. The 31mm amplatzer amulet was successfully implanted. There was no clinically significant delay in the procedure due to this event and the patient remained hemodynamically stable throughout the procedure. It was reported there was no adverse patient effects.

Event description:
It was reported that on (B)(6) 2023, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant with a 14f amplatzer amulet delivery sheath. During procedure, there was resistance noted when progressing or advancing the dilator sheath into the delivery sheath. It was then noted the dilator tip had tore the tip of the delivery system. A decision was made to remove the delivery system and replace with a second unknown delivery sheath. The 31mm amplatzer amulet was successfully implanted. There was no clinically significant delay in the procedure due to this event and the patient remained hemodynamically stable throughout the procedure. It was reported there was no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.